Event description:
Phone call with patient: the patient stated that both knee were revised in 2015. The patient states that he has pain in his knee. The patient went to an orthopedic surgeon for x-rays, and the surgeon will provide guidance about surgery. Device has not been explanted. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
D10: 02-010-03-0340 - logic cr femoral cem, right, sz 4. 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. 200-02-35 - three peg patella 35mm. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision may be the result of the patients reported pain, caused by prosthesis wear, instability, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."